Event description:
It was reported that several non physiological episodes were recorded via review of session records. Lead fracture or insulation issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.